Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station got stuck on blue carefusion screen. A technical support specialist reinstalled the rss. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was stuck on the blue carefusion screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.